Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected prime/fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported that their insulin pump was stuck in the load reservoir process. The customer's blood glucose level was 180 mg/dl at the time of the incident. The customer stated they changed the battery and tried going through the reservoir and tubing process, but are unable to exit. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.